Event description:
During cardiac cath for intervention for total occlusion of the mid circumflex, 3 ion stents by boston scientific were placed in the mid to distal circumflex coronary artery. After post dilatation, the physician noted the mid circumflex had a gap which was previously covered by a stent. The stent had not stayed open. There was no change in the pt's condition. The vessel remained patent and the pt remained stable.